Event description:
During a coronary stent procedure of an ostial rca lesion that was not pre dilated, the physician experienced difficulty positioning within the ostium and pulled back several times to position the delivery/stent device. He attempted to retract the delivery/stent device back to the guide catheter and encountered resistance. Upon entire system removal it was noted that the stent had dislodged. A cat scan located the stent in a small branch of the leg. No attempts were made at retrieval. Patient status is listed as "okay".